Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead exhibited unspecified oversensing that triggered inappropriate mode switches. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.